Manufacturer narrative:
The device was returned corroded and rusty, and indication that the device was not maintained per the instructions for use.

Event description:
The distributor reported that the packer/chang iol cutter broke in the pt's eye while cutting in iol. The broken piece was removed without injury to the pt.